Event description:
St. Jude became aware through the physician that the pt expired, reason unknown. Co subsequently requested and rec'd a death certificate. The certificate lists ventricular fibrillation as the immediate cuase of death with atherosclerotic coronary artery disease as a condition leading to the ventricular fibrillation. This person died in the ER, and there has been no report from the user facility that the device had failed to convert an arrhythmia. Co is however, reporting the death because they have neither the device nor any associated data or electrograms which would enable them to conclude that the device did not contribute to the death.